Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 221 mg/dl. The drive support cap is protruded. Customer reminded not to manipulate the drive support cap. The insulin pump will be replaced. Nothing further reported.